Event description:
It was reported that during an unknown process step of peritoneal dialysis (pd) therapy with a minicap transfer set, an "unusual discharge¿ was observed. The cause of the event was not reported. The patient was admitted to the hospital and administered unspecified prophylactic antibiotics. No further medical intervention was reported for this event. Patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.